Manufacturer narrative:
The insulin pump was received with intermittent button response on up arrow button due to corroded keypad traces. No missing segments, black diagonal line or display anomaly noted. The device passed the self-test and displacement test. It also had a scratched display window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a black diagonal line starting at the bottom left hand corner. The customer also reported that the buttons on the insulin pump would not respond. Blood glucose value was 130 mg/dl. The insulin pump was not dropped or exposed to moisture. The customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was not replaced or returned for analysis.